Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc was not able to reproduce/confirm the reported issue. Varying colored images (purple/green). By disassembling the device and testing the components individually, oste is able to trace the image error back to the r-unit. - damaged light-guide fiber composite at the distal end. This is caused by external force (impact, shock, accidental dropping). - dents on the outer tube. Manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a video telescope had no image. The reported issue was found during preparation for use. There was no harm or user injury reported due to the event.